Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size epic mitral was implanted three years ago. On an unknown date, the valve got explanted from the tricuspid position due to degeneration.